Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor's technique in applying the suction ring to the cornea, doctor's technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient's cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported that they had lost suction twice due the patient squeezing, he reapplanated with same patient interface every time then on the third attempt they were not able to proceed due to the system energy error message. The doctor stated that the raster was 90% complete but the side cut had not been made, and he was planning on bringing the patient back to complete the flap 40 microns deeper than his intended flap thickness.